Event description:
It was reported that the patient's blood glucose level (bg) rose above 20 mmol/l (360 mg/dl) while wearing the pod between 25 and 36 hours. Upon realization of high bgs, the pod was removed from the infusion site (abdomen), and it was observed that the pod's cannula was cracked. Additionally, it was reported that the pod was leaking insulin. As treatment a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the damaged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.